Manufacturer narrative:
(B)(4). Concomitant medical products: persona fixed bearing articular surface, catalog #: 42521400920, lot #: 61983378. Persona posterior stabilized femoral component, catalog #: 42500606602, lot #: 63227575. Persona all polyethylene patella, catalog #: 42540000035, lot #: 63276914. Unknown gentamycin, vancomycin cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has not been released by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to loosening. There was bone re-absorption under tibial tray and radiolucency consistent with loosening. It was further noted the patient has moderate instability medial/laterally prior the revision. Patient has slight discomfort when performing the following activities: turning or pivoting on the leg, climbing a ladder or step stool, squatting, kneeling, swimming, and getting up from a low couch or chair without arms. Patient was noted to have osteolysis noted on radiographs in the ap tibia zone 1, 2, 3, 4. Finally, the patient noted to have mild pain at the lateral joint line.

Event description:
It was reported that a patient underwent an initial right knee procedure. The surgeon noted bone resporption and radiolucency under the tibial tray consistent with loosening approximately 17 months post op. Subsequently, the patient was revised due to loosening. It was further noted the patient has moderate instability medial/laterally prior the revision. Patient has slight discomfort when performing the following activities: turning or pivoting on the leg, climbing a ladder or step stool, squatting, kneeling, swimming, and getting up from a low couch or chair without arms. Patient was noted to have osteolysis noted on radiographs in the ap tibia zone 1, 2, 3, 4. Finally, the patient noted to have mild pain at the lateral joint line.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided x-rays and op notes. Revision operative notes indicate that the patient was revised due to mechanical loosening of the right tibial component. X-rays reviewed by a radiologist indicates there is faint lucency along the tibial component noted greatest medialy on the ap view and probably greatest anteriorly on the lateral view. Evidence of osteolysis along the margins of the tibial component of the right knee arthroplasty. There is evidence of bone resorption along the tibial tray greatest medially and anteriorly without frank loosening. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.